Manufacturer narrative:
(B)(4) . Data set and pc unit event log rec'd. Investigation is not complete. A f/u report will be submitted with any relevant information.

Event description:
Customer reported an over-infusion of 5-fu, stating that during programming the user did not reset the data set default of a 24 hour duration to the 46 hours that was ordered, so the med infused faster than intended. Concentration was 5,520 mg/1000 ml to infuse at 21/7 ml/hr, but was actually programmed for 41.7 ml/hr. The pt was given uridine triacetate as an antidote. No additional information was available.